Manufacturer narrative:
No further follow up is planned. Evaluation summary: a patient reported her humapen savvio device was underdosing by 45 units. Investigation of the returned device (batch 1406v05, june 2014) found the dose knob could be depressed, and the device returned to zero. However, due to the lack of clutch engagement, no insulin was expressed. Malfunction confirmed. Further investigation of the device found the face clutch spring diameter was out of specification; the out of specification spring was interfering with the housing collar. This interference restricted the ability of the spring to engage the clutch mechanism. Without proper engagement of the clutch mechanism, up to a 100% underdose can be delivered. This is the first occurrence with this type of issue for any savvio batch. A batch record review and a complaint issue review did not identify any additional face clutch spring issues. The root cause for the use of the out of specification face clutch spring was determined to be assembly related. Operators use a point of assembly gauge to ensure face clutch springs meet outside diameter specifications. If the spring falls freely down through the gauge, the spring is acceptable for use; acceptable springs are placed into a bin for use. If the spring does not fall through the gauge, the spring does not meet outside diameter specification, and the spring is placed in a locked, reject bin. The investigation determined the out of specification spring was either related to operator error or became tangled with another spring after inspection. Corrective actions will improve the face clutch spring gauging operation. The gauge fixture will be re-designed, acceptable springs will be placed in a tray to eliminate potential tangling, and work instructions will be created or revised to reflect the new gauging process. These actions are to be completed q3 2016. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerns a (B)(6) female patient of unknown ethnicity. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) injections (humalog 100 u/ml), via reusable pen (humapen savvio red) on maximum 65 u per day beginning on an unspecified date. Route of administration and indication for use were not provided. Sometime in (B)(6) 2016, she received a new humapen savvio and experienced an issue with the pen (product complaint (B)(4)/batch 1406v05). It was underdosing by 45 units. She recorded every unit taken daily and noticed that for one cartridge it was short by 30 units and for the second cartridge it was 45 units. No treatment measures or event outcome was provided. The action taken with insulin lispro was unknown. The humapen savvio was returned 04may2016 and a face clutch engagement failure was identified. The operator of the humapen savvio was the patient and her training status was unknown. The reported humapen savvio duration of use was approximately one week. The general device duration of use was unknown. The humapen savvio was returned 04may2016. The reporting consumer related the events to humapen savvio but did not report an assessment of relatedness between the event and insulin lispro. Edit 30-may-2016: information received from the responsible complaint person on 16-may-2016. Product complaint reference number was processed and added to the narrative. No adverse event information was received. Update 27jun2016. Additional information received 27jun2016 from the product complaint safety database. To the first device tab changed malfunction to yes and type to cirm, returned date, updated the european and canadian (EU/ca) device information, entered the device medwatch information, on the general tab changed the priority to serious, and the narrative was updated accordingly. Edit 28jun2016: upon internal review, removed the humapen savvio device associated with product complaint (B)(4). Amended the preliminary comments for the humapen savvio device associated with product complaint (B)(4). Amended the narrative accordingly. Update 01aug2016: additional information received on 29jul2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 10aug2016: additional information received on 10aug2016 from the global product complaint database added the updated device specific safety summary and updated the medwatch fields.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerns a 72 years female patient of unknown ethnicity. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) injections (humalog 100 u/ml), via reusable pen (humapen savvio red) on maximum 65 u per day beginning on an unspecified date. Route of administration and indication for use were not provided. Sometime in (B)(6) 2016, she received a new humapen savvio and experienced an issue with the pen ((B)(4)/batch (B)(4)). It was underdosing by 45 units. She recorded every unit taken daily and noticed that for one cartridge it was short by 30 units and for the second cartridge it was 45 units. No treatment measures or event outcome was provided. The action taken with insulin lispro was unknown. The humapen savvio was returned 04may2016 and a face clutch engagement failure was identified. The operator of the humapens savvio was the patient and her training status was unknown. The reported humapen savvio duration of use were approximately one week. The general device duration of use was unknown. The reporting consumer related the events to humapen savvio but did not report an assessment of relatedness between the event and insulin lispro. Edit 30-may-2016: information received from the rcp on 16-may-2016. Product complaint reference number was processed and added to the narrative. No adverse event information was received. Update 27jun2016. Additional information received 27jun2016 from the product complaint safety database. To the first device tab changed malfunction to yes and type to cirm, retuned date, updated the european and canadian (EU/ca) device information, entered the device medwatch information, on the general tab changed the priority to serious, and the narrative was updated accordingly. Edit 28jun2016: upon internal review, removed the humapen savvio device associated with (B)(4). Amended the preliminary comments for the humapen savvio device associated with (B)(4). Amended the narrative accordingly.

Manufacturer narrative:
No further follow up is planned. Evaluation summary a patient reported her humapen savvio device was underdosing by 45 units. Investigation of the returned device (batch 1406v05, june 2014) found the dose knob could be depressed, and the device returned to zero. However, due to the lack of clutch engagement, no insulin was expressed. Malfunction confirmed. Further investigation of the device found the face clutch spring diameter was out of specification; the out of specification spring was interfering with the housing collar. This interference restricted the ability of the spring to engage the clutch mechanism. Without proper engagement of the clutch mechanism, up to a 100% underdose can be delivered. This is the (B)(4) occurrence with this type of issue for any savvio batch. A batch record review and a complaint issue review did not identify any additional face clutch spring issues. The root cause for the use of the out of specification face clutch spring was determined to be assembly related. Operators use a point of assembly gauge to ensure face clutch springs meet outside diameter specifications. If the spring falls freely down through the gauge, the spring is acceptable for use; acceptable springs are placed into a bin for use. If the spring does not fall through the gauge, the spring does not meet outside diameter specification, and the spring is placed in a locked, reject bin. The investigation determined the out of specification spring was either related to operator error or became tangled with another spring after inspection. Corrective actions will improve the face clutch spring gauging operation. The gauge fixture will be re-designed, acceptable springs will be placed in a tray to eliminate potential tangling, and work instructions will be created or revised to reflect the new gauging process. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerns a (B)(6) female patient of unknown ethnicity. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) injections (humalog 100 u/ml), via reusable pen (humapen savvio red) on maximum 65 u per day beginning on an unspecified date. Route of administration and indication for use were not provided. Sometime in (B)(6) 2016, she received a new humapen savvio and experienced an issue with the pen (product complaint (B)(4)/batch 1406v05). It was underdosing by 45 units. She recorded every unit taken daily and noticed that for one cartridge it was short by 30 units and for the second cartridge it was 45 units. No treatment measures or event outcome was provided. The action taken with insulin lispro was unknown. The humapen savvio was returned 04may2016 and a face clutch engagement failure was identified. The operator of the humapen savvio was the patient and her training status was unknown. The reported humapen savvio duration of use were approximately one week. The general device duration of use was unknown. The humapen savvio was returned 04may2016. The reporting consumer related the events to humapen savvio but did not report an assessment of relatedness between the event and insulin lispro. Edit 30-may-2016: information received from the rcp on 16-may-2016. Product complaint reference number was processed and added to the narrative. No adverse event information was received. Update 27jun2016. Additional information received 27jun2016 from the product complaint safety database. To the first device tab changed malfunction to yes and type to cirm, returned date, updated the european and canadian (EU/ca) device information, entered the device medwatch information, on the general tab changed the priority to serious, and the narrative was updated accordingly. Edit 28jun2016: upon internal review, removed the humapen savvio device associated with product complaint (B)(4). Amended the preliminary comments for the humapen savvio device associated with product complaint (B)(4). Amended the narrative accordingly. Update 01aug2016: additional information received on 29jul2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.